Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin flow blocked alarm was occurred. Blood glucose was 262 mg/dl. Troubleshooting was performed. Customer kept trying to get out of the insulin flow blocked alarm but every time she rewound the insulin pump the insulin flow blocked alarm would constantly recur. The insulin pump will not be returned for analysis.